Event description:
String on tampon broke inside and got stuck- vagina [foreign body in reproductive tract] string on my tampon broke [device breakage] tampon broke inside of me and it got stuck and there wasn't a way to remove it [complication of device removal]. Case description: consumer reported via e-mail that part of the string broke inside of her and became stuck. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.